Event description:
It was reported that the pioneer controller exhibited random power reconnect alerts. The patient indicated that the most recent alert occurred the previous night, with a prior alert approximately two weeks earlier. The patient was advised to isolate the two batteries used during the most recent event to monitor for recurrence. A clinical specialist and clinical engineer reviewed the log files and did not observe any power disconnect alarms. The controller was exchanged. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - battery d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that multiple batteries were found to have exhibited momentary disconnections.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sep-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 15-sep-2023 / h5: no / d1: heartware ventricular assist system - battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sep-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 15-sep-2023 / h5: no / d1: heartware ventricular assist system - battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sep-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 13-sep-2023 / h5: no / d1: heartware ventricular assist system - battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sep-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 12-sep-2023 / h5: no / d1: heartware ventricular assist system - battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sep-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 12-sep-2023 / h5: no / d1: heartware ventricular assist system - battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sep-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 12-sep-2023 / h5: no / d1: heartware ventricular assist system - battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 30-jun-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 28-jun-2023 / h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: one (1) controller (B)(6) was returned for evaluation. Seven (7) batteries (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Internal visual inspection revealed a crack on standoff post one (1) within the controller housing; this is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Supplemental testing also revealed contamination within the pins. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log file revealed several momentary disconnections between (B)(6) within the analyzed period. Momentary disconnections will result in an audible tone or 'beep'. The associated batteries had been lubricated prior to release. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 15:28:11, indicating a physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA (B)(4) and the available information, the most likely root cause of the momentary disconnections can be attributed to fretting corrosion of the power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and the associated batteries fall in scope of this CAPA. The most likely root cause of the observed contamination can be attributed to the handling of the device. The most likely root cause of the observed vad disconnect alarm can be attributed to the reported controller exchange. Additional products: d1: heartware ventricular assist system - serial #: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system -serial #: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - serial #: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - serial #: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - serial #: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - serial #: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - serial #: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.